Event description:
It was reported that during a coronary stent procedure, the stent dislodged during advancement into the guide catheter. The entire system, including the guide catheter, was removed without incident and the procedure was completed with another stent. Pt status is listed as "okay".